Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that right atrial (ra) lead was surgically abandoned due to high pacing thresholds. As a result, a new different lead was implanted. No additional patient adverse effects were reported.